Manufacturer narrative:
(B)(4). The sasuke catheter was returned for evaluation. Tearing of the outer shaft tube was confirmed on the returned catheter at the welded junction of the middle and proximal shaft tubes. Two core wires and elongated inner tube were exposed between the torn ends of the shaft tube. For approximately 200-250mm from the tip, the middle shaft tube was found elongated and partially pleated. This indicated that tensile stress applied on the middle shaft tube had suddenly released likely as tearing of the shaft tube had just occurred. Stretching of the tube polymer was also observed at the torn end of the middle tube. Overlapping and buckling of the distal shaft tube were observed at approximately 8mm and 23mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tearing of the shaft tube of the returned sasuke catheter. As it was reported that damage on the sasuke was not recognized before removal, it was likely that the balloon of the kusabi exchange catheter had inadvertently pressed and held the shaft tube, causing elongation of the inner tube as well as overlapping and buckling of the distal shaft tube. Further applied tensile stress then made the middle tube to elongate and tear apart at the welded junction of the middle and proximal shaft tubes. It was concluded that this malfunction was not attributed to product quality. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunction and adverse effects] damage.

Event description:
It was reported that the shaft of an asahi sasuke double-lumen catheter torn off during a percutaneous coronary intervention (pci) to treat a moderately calcified 75-90% stenosis in the left anterior descending artery (lad). A kaneka kusabi exchange catheter was used to remove the sasuke when the shaft became separated. After the sasuke was removed in its entirety, the pci was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.